Event description:
Allegedly broken in mid-section. Removed and replaced by new tie-in.

Manufacturer narrative:
Investigation is not complete. Additional information has been requested. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. Event device code is addressed in package insert. Trends will be evaluated. This report will be amended when the investigation is complete.